Manufacturer narrative:
This report is being supplemented to provide updates/information based on customer follow up response communicated to service business center (sbc). Additionally correction on b5 - the partial leakage, water leakage at connector that customer reported on the initial report is being corrected to "air leak in scope connector". Communication with the customer conveyed the following : user's request for repair is "air leak in scope connector". The date on which the air leak from the scope connector occurred is unknown. Other details about the "air leak at the scope connector" are unknown. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter full name of the establishment is (B)(6) hospital. The subject device was received and evaluated . Device evaluation found crack on scope connector (s-connector) , due to crack leakage was observed, water tightness is lost. The reported issue of " partial leakage, water leakage at connector" was confirmed. Furthermore, evaluation found the device nozzle was clogged with foreign object noted to be attributed to insufficient cleaning (handling problems). Due to clogging, the air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value . Additionally, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Universal cord has dent. The suction cylinder was scraped with a cleaning brush (handling issue). Adhesive on a-rubber has a chip. Scratches observed on device other parts ( universal cord, control section unit,grip, s-cover, switch 1, fe lever, fe knob, up/down, right/left knob, connecting tube, c-cover). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the device had an issue with " partial leakage, water leakage at connector". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .